Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #30. This tooth had a crown made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2012. The patient reported sensitivity on (B)(6) 2013, and the root canal was performed. Sensitivity persisted and the replacement crown was adjusted on (B)(6) 2013. The current status of the patient is unknown, as this patient has left this office.